Event description:
It was reported that, during the farawave procedure, for paroxysmal atrial fibrillation, air ingress has occurred with the faradrive steerable sheath. After treatment with the farawave catheter, air was observed to be removed continuously when a reverse blood flow confirmation was performed. Air was observed, within the flushing port. A leak was observed. There was no air observed within the sheath when the dilator is removed from the sheath. There was no issue aspirating the sheath during the initial aspiration test. The faradrive was inserted as usual, and there was no issue during the reverse blood flow confirmation, so the procedure was performed. After the usual pulmonary vein isolation (pvi) was performed, the faradrive was advanced up to the right atrium for mapping, and air was confirmed during a reverse blood flow confirmation. Since reapplication is necessary, the sheath was replaced. No patient complications occurred. The device was received for analysis and investigation is still in progress. It was further reported that a boston scientific starter guidewire was used. It was positioned so that the tip was fully retracted into the farawave. Continuous flushing was performed using an infusion pump at 30 ml per hour. No air was observed inside patients body. No damage observed to hemostatic valve, but there was a leak observed at hemostatic valve. The leak was dripping slowly.

Event description:
It was reported that, during the farawave procedure, for paroxysmal atrial fibrillation, air ingress has occurred with the faradrive steerable sheath. After treatment with the farawave catheter, air was observed to be removed continuously when a reverse blood flow confirmation was performed. Air was observed, within the flushing port. A leak was observed. There was no air observed within the sheath when the dilator is removed from the sheath. There was no issue aspirating the sheath during the initial aspiration test. The faradrive was inserted as usual, and there was no issue during the reverse blood flow confirmation, so the procedure was performed. After the usual pulmonary vein isolation (pvi) was performed, the faradrive was advanced up to the right atrium for mapping, and air was confirmed during a reverse blood flow confirmation. Since reapplication is necessary, the sheath was replaced. No patient complications occurred. The device was received for analysis. It was further reported that a boston scientific starter guidewire was used. It was positioned so that the tip was fully retracted into the farawave. Continuous flushing was performed using an infusion pump at 30 ml per hour. No air was observed inside patients body. No damage observed to hemostatic valve, but there was a leak observed at hemostatic valve. The leak was dripping slowly.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.